Event description:
It was reported during remote follow up that the right ventricular lead exhibited low high-voltage impedance. The lead will continue to be monitored. There were no patient consequences.